Manufacturer narrative:
The associated flexible reamer shaft was returned and evaluated. A visual inspection showed that the part fractured at the tip. The broken piece was returned with the complaint device. Our investigation indicated the fracture occurs via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use that exceeds the strength of the material, a mechanical overload fracture can occur. The device lot number is illegible and exhibits signs of significant wear/usage. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the device broke during surgery. The procedure was completed with a competitor's device.